Event description:
It was reported that during a da vinci si surgical procedure, sparks were observed coming from the distal end of the permanent cautery spatula instrument. The instrument was immediately removed and inspection of the instrument by the surgical staff found that the ceramic covering was broken. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the ceramic covering was broken, however, the instrument does not exhibit any evidence that an arcing event occurred. The ceramic sleeve has a .090 x .085 piece broken off at the distal end. The broken piece was not returned. Engineering concluded that the damage is likely due to mishandling/misuse. The broken instrument piece was not returned. The instrument passed electrical continuity testing and no other damage was found.